Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-apr-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist (tss) dialed into the server and verified that the system messages were up to date. The tss communicated the status to the customer via email and kept the case open for monitoring, during which no further issues were observed, after which the case was marked as complete. The system functioned as intended when the technical support specialist verified the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es orders were not crossing over. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.